Event description:
Event description guidant received information that during the implant procedure, this left ventricular lead exhibited impedance measurements of 2400 ohms with the pacing system analyzer (psa), while using tip to ring pacing configuration. One hour later, the lead exhibited an impedance >2000 ohms when measured through the device, while using tip to ring configuration. However, normal impedance measurements were obtained while using ring to coil configuration. It was noted that all other lead measurements were in the normal range during the implant procedure.